Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two, as well as wearing on the lower shaft of the rotor magnet. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,250 mcg/ml compounded baclofen at 740 mcg/day. The reason for use was not reported. It was reported that upon interrogation, multiple motor stall and recoveries were noted in the logs. The patient reports changes in therapy. It was unknown when the stalls started. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included pump replacement on (B)(6) 2019. The rep was in possession of the device and it would be returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.